Manufacturer narrative:
Correction: hospitalized and required medical intervention. There is a temporal relationship between the expiration of the patient and pd therapy on the liberty select cycler as the patient was in active treatment when the event occurred. There is no documentation to show a causal relationship between the patient expiring and the liberty select cycler. Additionally, there is no reported malfunction against the liberty select cycler or allegation of deficiency. Treatment data shows the patient completed pd therapy with no issues. The patient was discharged from the ccu within 24 hours of the death due to diabetic gastroparesis and significant orthostatic blood pressure drops. Cause of death was attributed to cardiac arrest. It is unknown if the patient¿s comorbid conditions or concomitant medications caused or contributed to the death.

Event description:
Additional information solicited and received. On (B)(6) 2018 a nurse reported that this female patient (pt) on continuous cycling peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired at home on (B)(6) 2018 while connected to the liberty select cycler. Per the nurse, ¿we have no reason to believe that the cycler was at fault with the death¿. Cause of death was unknown and no additional information was provided. Medical records received document that this pt was admitted to the critical care unit (ccu) on (B)(6) 2018 after presenting to the emergency room (ER) with intractable nausea and vomiting, associated with dehydration and generalized weakness. During admission the pt had a chest x-ray with no acute findings. The pt also underwent abdominal computed tomography (CT) scan which showed a pd catheter in place with slight fluid in peritoneal cavity as expected and no bowel obstructions. Lab findings showed an elevated white blood cell (wbc) count of 5190 (unknown units and etiology), hemoglobin (hgb) of 16.2 consistent with hemoconcentration as her hgb normal range is 11-12. Her magnesium level was elevated at 2.4, chloride low at 95, troponin was negative (x2), free t4 was slightly low at 0.77, tsh normal at 2.14 consistent with euthyroid sick syndrome. The pt¿s glucose was 249 in the ER and she is a type I diabetic. The pt also had increased alkaline phosphate at 196, alt 112, ast 74, but was previously negative on a hepatitis profile (date unknown). The pt was given fluid challenge (unknown volume) in the ER as she was extremely dry at (B)(6) (usual is (B)(6)). Dialysis was withheld the date of admission as she did not have any acidosis or hyperkalemia and was very dry. The pt was diagnosed with severe diabetic gastroparesis. A consult was scheduled for post-discharge to assess for a gastric pacemaker. The pt couldn¿t eat for several days, gagging and vomiting bilious material which slowly improved with intravenous (IV) hydration. Cycler pd was changed to intermittent pd given by pt¿s mother in ccu by completing continuous ambulatory peritoneal dialysis (capd) 4 exchanges daily. The pt would pull off 400-600ml extra fluid then require normal saline (unknown volume). The pt developed hypernatremia (unknown values) 2 days prior to discharge ((B)(6) 2018) and IV fluids were changed to 0.33% saline. The pt continued to have significant orthostatic blood pressure (bp) drops and was administered midodrine 5mg a day (route unknown). The physician discontinued her cardizem and hydralazine and her metoprolol was held due to systolic bp standing less than 110. The pt¿s blood sugars were in control. The day prior to discharge ((B)(6) 2018) the pt¿s medications (meds) were all switched to oral and she was put on her usual meds that she took at home which included zofran, percocet and xanax. The pt was discharged to home on (B)(6) 2018 after improvement of condition and symptoms. The pt weight was up to (B)(6) 2018 and was able to eat small meals and keep it down. The pt wbc count was down to 4300 and a viral element to the gastroparesis was suspected. The pt was also found to be severely constipated prior to discharge and treated with relistor 150mg daily with constipation resolved. On (B)(6) 2018 at 2317 hours, the pt started ccpd therapy on the liberty select cycler. The treatment (tx) data shows the pt completed four cycles with no issues and no increased intraperitoneal volume. The data shows tx ended at 0720 hours on (B)(6) 2018. The pt¿s mother found her dead in bed while still attached to the cycler (time unknown). The mother stated that the pt did not complain of any shortness of breath at the start of tx and that she heard her get up to use the bedside commode and thought she went back to bed. The pt was taking percocet, ambien, and xanax at time of death. The cause of death was listed as cardiac arrest. There is no end stage renal disease (esrd) death notification form available

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and their reported passing. Based on the provided information, there is no documentation that shows a causal relationship between this event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation or indication of a device malfunction that could have caused or contributed to the reported event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the adverse event remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient passed away at home while connected to the cycler for peritoneal dialysis therapy. Per the patient¿s peritoneal dialysis registered nurse, there was no malfunction or issue noted with the cycler that could have caused or contributed to the patient¿s passing. The cause of death is unknown. Additional information was requested during follow up but was not made available.